Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon observed an arc from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The mcs instrument and tip cover accessory were removed and inspection of the tip cover revealed a hole. The procedure continued with a replacement mcs instrument and tip cover accessory, however, the surgeon observed arcing once again. The replacement mcs instrument and tip cover accessory were removed and inspection of the replacement tip cover revealed a hole. The procedure was completed with a replacement tip cover accessory. No patient harm, adverse outcome or injury was reported. User facility medwatch report (B)(4) was received on (B)(6) 2011 regarding this event.

Manufacturer narrative:
The site provided a photographic image of the tip cover accessory used during the procedure. Visual analysis found an oblong hole burned through the silicone indicating an arcing event occurred. A tear was also observed at the tip of the tip cover accessory.

Manufacturer narrative:
The tip cover accessory will not been returned for evaluation as the site wants retain them. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The patient was released from the hospital on (B)(6) 2011 with no post operative complications. The following medwatch report was sent to the FDA regarding this event: MFR report 2955842-2011-00355.